Event description:
Product reference number: 2017865-2025-14614. It was reported that the patient presented at clinic for an implant and explant procedure. Trend graphs revealed that the patient's right ventricular (rv) lead exhibited a high pacing impedance and high capture threshold. The rv lead was capped on (B)(6) 2025 and successfully replaced. Additionally, it was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited a pacing anomaly with inadequate low voltage output. The patient's ICD was explanted and successfully replaced. The patient was stable.